Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received an alarm alerting them that insulin flow was blocked while setting up their cannula. The customer was able to push insulin through with a push plunger. Customer was advised the alarm was caused by a connection issue. The customer was advised to complete an infusion set change on their insulin pump. Customer's blood glucose was 9.5 mmol/l. No additional information provided.